Manufacturer narrative:
B3/d10: the events occurred on unspecified dates, after go-live at the site on february 2025. D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. H11: the devices were not returned, and the serial numbers are unknown; therefore, device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had the following issues: under-infusions, unspecified system error alarms, air in line alarms, and intravenous (IV) poles tipping over during use with the pumps. The process steps were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.